Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Total patients involved: 350 (78% female, 22% male, average age: 78.9 years) it was reported in the literature titled ¿prospective and multi center evaluation of outcomes for quality of life and activities of daily living for balloon kyphoplasty in the treatment of vertebral compression fractures: the (B)(6) trial "that a total of 354 patients with painful vertebral compression fractures were enrolled with 350 patients who underwent kyphoplasty. Some cases of cement extravasation were observed, which were asymptomatic.